Event description:
It has been reported to philips that the host pc does not boot during start up. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc does not start during startup. Upon further troubleshooting action, fse found that the issue could be with host pc bios battery. The fse replaced the entire host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.